Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter stated that there was a crack in the battery compartment. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/31/2015 with the following findings: the battery compartment was found to be cracked in two places: near the top and below the bumper pad. The returned battery cap was used for testing and was able to be fully tightened. Unrelated to the initial complaint, the display was found to be dim and pink. There was no damage or peeling to the keypad, but the contrast key was found to be intermittently unresponsive to testing. The ok, down and up keys were functional. The keypad was removed for further investigation and contamination was found under the contrast key contact.